Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6)2024, which is off-label usage of the device. On 01/30/2024, it was reported that the pediatric patient experienced seizure with apnea and cyanosis with no preceding symptoms. The cgm was reading 70 mg/dl and the blood glucose reading was 43 mg/dl. The patient was taken to the hospital by paramedics, was given IV fluids, zofran, and dextrose, and discharged after 17 hours. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.